Event description:
While attempting a firmware upgrade to the patient's ipg, an error code was observed. Through troubleshooting, a bsn representative determined that the cause of the error code was the patient's ipg battery depleting prematurely. The patient's ipg firmware was successfully upgraded. The patient will not undergo a revision surgery to replace the ipg as the patient is receiving stimulation.